Event description:
Patient was fitted for a right medium plus comfort cool on [redacted] per the direction of pa-c [certified physician assistant]. Today patient arrived at the clinic with her comfort cool and the stitching around the thumb is starting to come apart. There is a small hole starting where the stitching started to come undone.